Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the programmer experienced calibration issues; the touchscreen tested out-of-specification. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced a calibration problem. The programmer is expected to be returned for repair. There was no patient involvement.